Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Report source- japan. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device shows that the rim feature exhibited damage (witness marks) that indicated that the liner was not correctly aligned with the tabs of the shell, causing the lock ring of the shell to become deformed during the attempt to install. Damage is too severe for dimensional analysis. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Shell porous with multi holes/ pn 00620204820/ ln 62918360.

Event description:
It was reported that the acetabular liner would not seat in the acetabular cup. The acetabular cup was removed and replaced an another liner seated without a significant delay.